Manufacturer narrative:
A2 - unk, a3 - unk, a4 - unk , a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d6a - unk, h4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's right eye(od). Refractive change overtime has been observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.